Event description:
It was reported that this inflatable penile prosthesis was not working properly. Two weeks later, a revision surgery was performed, during which it was noted that the reservoir had a hole. The reservoir and the pump were removed and replaced. There were no patient complications reported.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, the returned components underwent a thorough analysis. The reservoir was microscopically inspected and tested for leaks. Visual evaluation revealed that the kink resistant tubing (krt) presented a hole from wear, along with a leak due to fatigue. The pump was microscopically inspected, and leak tested. It was not functionally tested due to bodily fluid contamination identified within the component. In addition, pump tubing was not returned for analysis as it was cut down to the pump block. No leaks were identified in the component. Based on the information available and analysis results, the hole and leak identified in the reservoir could have caused or contributed to the reported clinical observations.

Event description:
It was reported that this inflatable penile prosthesis was not working properly. Two weeks later, a revision surgery was performed, during which it was noted that the reservoir had a hole. The reservoir and the pump were removed and replaced. There were no patient complications reported.